Event description:
It was reported that the hand held device would not respond to touch. A hard reset was performed, due to the hand held device's inability to respond to touch, and the device was no longer able to power on. The physician has been provided a new programming system. The hand held device was received on 06/26/2015. Analysis is underway, but has not been completed to date.

Event description:
Product analysis for the returned handheld device was approved on (B)(4) 2015. Analysis was performed and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld device performed according to functional specification. Additionally, product analysis for the software was approved on (B)(4) 2015. Analysis was performed on the returned flashcard and no anomalies associated with the flashcard software or databases were identified during analysis. The flashcard and software performed according to functional specifications.